Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s cgm displayed 300 mg/dl and an unspecified amount time later, alerted with a value of 40 mg/dl. Because the patient does not have any glucometer test strips, a bg could not be performed. The patient experienced a headache, dizziness, and blurred vision. The patient¿s spouse was concerned the patient may have been "crashing, he administered glucose tablets; however, the cgm value remained at 40 mg/dl. Emergency medical services (ems) was called and upon arrival, ems performed a bg which was over 300 mg/dl. Ems treated the patient with IV saline, performed an ECG (electrocardiogram), blood pressure which was elevated (value not provided) and transported her to the hospital. The patient was evaluated in the emergency department (ed) where her bg remained over 300 mg/dl. The patient was released an unspecified amount time later and recovered at home. Once home, her sensor was replaced; however, it alerted for a sensor error, followed by a "2-hour warm-up" message. The patient remained tired with a headache, blurred vision and neck pain. At the time of the report on (B)(6) 2022, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the abdomen on (B)(6) 2022."

Event description:
The sensor was inserted into the abdomen on (B)(6) 2022.